Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had damage. Customer's blood glucose value at the time of incident was 3.3 mmol/l. Customer stated that there was physical damage to the reservoir lip ring. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind, prime or seating, basic occlusion, force sensor test and occlusion test. Device received with broken belt clip rails, cracked case ,cracked case-corner of belt clip rails, and cracked battery tube threads. However, device received with no damage to reservoir lip ring. (B)(4).